Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered an additional bolus without user interaction. Review of the pump data logs by tandem technical support verified that the customer manually requested and delivered the additional bolus 10 minutes after delivering the initial bolus. The customer's blood glucose (bg) level was 158 mg/dl. Customer acknowledged the issue was due to user error and pump was performing as intended.